Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male pt which revealed battery charger faults. The pt was provided with a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon receipt, the battery cells were defective and found to have a 0v output. The root cause of the defective cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.